Manufacturer narrative:
Date of event: exact date unknown, event occurred many years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18617207/18546105.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.